Manufacturer narrative:
The system 7500 operators manual states: 3.4.2 abc surgical technique guidelines: exposed edges of large, open vessels should be coapted before application of the beam. The coaptation pressure should continue to the applied after cessation of beam application to ensure effective hemostasis. The beam is most effective when used at approximately a 60 degree angle to the tissue surface whenever possible. Avoid directing the beam straight into large, open blood vessels at high gas flow rates to preclude the formation of emboli. The tip of the nozzle must be within 1 cm (.4") or less of the tissue surface to initiate the beam. If the beam does not initiate immediately, replace the accessory. The tip of the nozzle must not contact tissue or be used for tissue exploration. If the nozzle tip glows red, the tip is either too close to the tissue or the power is set too high. Keep the probe tip at least 3 mm (.12") away from the tissue and at an oblique angle during argon beam coagulation. Be sure to use the lowest gas flow necessary for the desired coagulation effect. To reduce the possibility of gas embolism, move the probe away from tissue between activations. Use the beam as a paint brush, but do not let the nozzle come in contact with tissue. Keep the beam slowly and constantly moving in an uninterrupted back-and-forth sweeping motion, except when coagulating large blood vessels. The beam may need to be steadily held on a vessel.

Event description:
During removal of a carcinoma in the bowel, unit would not arc until probe was in direct contact with the tissue. The colon was perforated and the patient was immediately sent to ER. The patient is doing fine after the surgery.